Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the pump was re-positioned on (B)(6) 2019, and the issue resolved without sequelae on that day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received information from healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone 2.0 mg/ml for a total dose of 0.5001 mg/day via an implantable for non-malignant pain, failed back surgery syndrome, and joint pain/arthritis. It was reported the patient complained of soreness around the pump site. It was noted there was no redness, warmth, or any infection indicated. The patient requested to have the pump replaced. On (B)(6)2018 the patient reported possible pump relocation; insurance pending. No action was taken. The outcome of the event was noted as ongoing. The device diagnosis was other pump site soreness. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was noted to be (B)(6) 2017. Additional information received from healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was 159 pounds. It was also indicated that the patient was not yet scheduled for relocation, however it was still being discussed to relocate and possibly replace the pump at the same time for end of life. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study. It was reported that the pump was repositioned on an unspecified date.